Event description:
Had mcghan style 153 double-lumen breast implants that were so painful, hard on one side and other side very soft, arm weakness, and muscle pain so bad that it hurt to brush my hair or lift my arms. It was getting so bad I could no longer handle it. I asked my doctor to order an MRI to see if they were leaking or broken or something and the MRI was not conclusive. It said it appeared to look like one lumen is broken so I decided to have them removed. After I found out what kind I had the surgeon ordered a biopsy that confirmed I have silicone implants really safe? They may look fine on an MRI but still leaking in your body and causing you pain and suffering! And the FDA allow this and manufacturers don't have any consequences for making a product that is low-quality or substandard.